Manufacturer narrative:
Device evaluation by manufacturer: on 08-aug-2017, a field service engineer (fse) found a faulty 2-way solenoid valve was causing the pressure to drop. The fse replaced the 2-way solenoid valve. The customer had already replaced the sampling needle assembly to address the low total areas. The fse ran several patient samples and retention time was at 0.57 minutes (acceptable range of 0.57 to 0.61 minutes); the flow factor was then adjusted from 1.08 ml/min to 1.04 ml/min for retention time of 0.59 minutes. The fse then calibrated the g8 and ran quality controls and 60 patient samples without any pressure issues. The g8 was performing within manufacturer's specifications; no further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2017. There were two (2) other similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure: total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to a faulty 2-way solenoid valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified.

Event description:
On (B)(6) 2017, a customer reported getting 101 pressure low error message and low total area on patient samples with the g8 instrument. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.